Event description:
It was reported that a patient underwent a c-section procedure on 28 /08/2023 and suture was used. During the procedure, the suture & needle got separated from primary pack foil. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient? No adverse consequences when was the suture and needle got separated (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during handling prior use on patient please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).: rm medical device: sent. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received, one suture that pertain to product code mcp936h. In the inspection of the suture, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Additionally, the needle was not returned for evaluation. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.